Event description:
It was reported that during a lap hernia procedure, the device was leaking from the valves. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.